Event description:
It was reported that stent delivery balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.75x20mm promus element plus drug-eluting stent was advanced for treatment; however, it was noted that the stent delivery balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus element plus, mr, ous 2.75x20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the most distal strut row was lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device was loaded onto a 0.014 inch guidewire and then attached to an encore inflation device. The balloon was inflated and the stent was successfully expanded. A vacuum was pulled using the encore device and the balloon deflated fully. The encore device was verified before and after the procedure. No other issues were identified during the product analysis.

Event description:
It was reported that stent delivery balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.75x20mm promus element plus drug-eluting stent was advanced for treatment; however, it was noted that the stent delivery balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.